Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not curve or roll when the green wings were squeezed. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was attached to the loader, the seal was not properly loaded inside the delivery tube (flaring and rotated), the seal was caught under the green button and did not roll properly, and the plunger was not depressed. Additionally, the seal was cracked and remained inside the loader. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.